Event description:
Per fax, stuck. Per independent repair center statement unit is alarming or red light. The key failure was the valve operator was stuck. Additional malfunctions were the hose clamps leaked and the p.m. Kit was dirty.